Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient reported feeling uncomfortable stimulation at night when laying down. The ins was confirmed to be on but the patient did not have access to her patient programmer to adjust stimulation at the time of the call. The symptoms were reported to have occurred suddenly on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.